Manufacturer narrative:
(B)(4).

Event description:
The customer reports the needle broke during insertion of the line. The broken piece was retrieved from the patient without issue.

Event description:
The customer reports the needle broke during insertion of the line. The broken piece was retrieved from the patient without issue.

Manufacturer narrative:
(B)(4). The customer returned a broken introducer needle for evaluation. Both the needle hub and cannula were returned. Visual examination revealed the needle cannula was broken and separated just below the hub, and the hub contained signs of use in form of dried blood. A cross-section of the broken ends of the cannula revealed they are oval/d shaped indicating that the cannula was bent then dented during insertion. Microscopic examination confirmed the dented cannula at the break and no other damage was observed with the needle hub or cannula. The separated cannula measured 62mm in length from the broken end to the needle bevel tip. Approximately 1mm of the needle cannula is visibly protruding from the needle hub. The outside diameter of the cannula was measured and was found to be within specification. The inside diameter measured 0.041" through the bevel which also meets specification. The needle hub was attached to a lab inventory male luer syringe and the fit was secure. A device history record review was performed on the introducer needle and arrow-raulerson syringe and no relevant issues were identified. The reported complaint that the introducer needle broke was confirmed through visual examination of the returned sample. The cannula was bent, dented and broken just below the hub. The cannula met specifications for length and wall thickness and a device history record review did not reveal any manufacturing related issues. Based on the time of discovery and the sample evaluation, it was determined that operational context caused or contributed to this complaint. No further action will be taken.